Event description:
It was reported that three bd discardit¿ ii syringes experienced leakage during use.

Manufacturer narrative:
Investigation summary: DHR: 1804134: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2026 (april 7th - 10th, 2018). Syringes were assembled in machine, nº4239, nº4238, nº4214, nº4206, and nº4201, in lot #8085765 (april 3rd ¿ 9th, 2018) and lot #8099686 (april 9th ¿ 16th, 2018). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8099990, #8072875, #8085746, #8075984, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8099995, #8072880, #8085750, #8075998 and no problems, defects or qn related to the reported issue were found. No sample or picture available for evaluation. Based on the customer feedback of the issue, bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Conclusion(s): not able to determine. Damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three bd discardit¿ ii syringes experienced leakage during use.